Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, a system message indicating there was blood in the catheter was received. The catheter was replaced and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
A system message was received; however, there was no report of blood in the catheter.